Event description:
It was reported that a "clean" electrocardiogram (EKG) signal was unable to be obtained due to "60 cycle noise" on the programmer. It was also requested that the programmer be given a complete diagnostic and also receive a software update including (B)(4). The programmer was changed out and returned for service. It was indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis confirmed the reported event; programmer has a loose ECG (electrocardiogram) connector. Programmer system fan is noisy.